Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with one strut in the centre of the stent distorted and lifted from the stent profile. The crimped stent outer diameter (od) at the undamaged portion was measured and is within specifications. The product stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. Based on the analysis and the type of damage evident, the damage most likely occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the midshaft section found one kink at 30mm distal from the hypotube to the midshaft bond. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.25 x 24 synergy ii drug-eluting stent, the stent may have experienced some compression or disruption on the delivery system. The device never entered the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
UDI= (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.25 x 24 synergy ii drug-eluting stent, the stent may have experienced some compression or disruption on the delivery system. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.